Event description:
It was reported that the patient presented to the hospital complaining of numbness of the body, discomfort, and dizziness. It was determined that a pacing failure of the ventricular lead was confirmed using an electrocardiogram along with high impedance of greater than 3000 ohms. In addition, it was noted that there were ventricular high rate episodes which were most likely triggered by noise. A ventricular lead fracture is suspected, however the fracture was unable to be confirmed on the x-ray photos. The patient was hospitalized the same day after percutaneous pacing and a temporary lead was inserted. The ventricular lead was subsequently capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).